Manufacturer narrative:
Correction: describe event or problem. Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had back check valve issue was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the rn noticed the secondary medication bag still had approximately 150ml (the medication was 250ml), but the pump had beeped that it was done and was not running the secondary bag medication, and was only running the primary line. The secondary line was unclamped and there were no kinks in the line. Checked with previous rns if the medication bag was overfilled or was supposed to be stopped. The rns clarified that all of the secondary medication bag should have completed. The customer stated that "there is no issue with the lvp" so they wouldn't be sending in the device for investigation. Per the biomed findings: biomed received psls report for pcu (p113292) and channel (p125608). Unfortunately, biomed only physically received the pump channel (p125608) with no pcu and no lines, so our investigation was limited. Based on the reported, this sounds potentially like a known back check valve issue with the secondary infusion line and not a pump issue. Biomed downloaded pump logs which matched with description of event. Biomed inspected pump and found no physical damage with the pump. Completed preventive maintenance on pump with no faults found; all tests passed. Biomed tried to recreate with secondary infusion to attempt to recreate the scenario, unable to replicate the issue. Suspected fault in bcv of line that was not sent to biomed. There was patient involvement, but no harm. Bd later received a health canada report that read as follows: "rn noticed secondary medication bag still had approx 150ml (medication was 250ml), but pump had beeped that it was done and was not running secondary bag medication, and was only running primary line. Secondary line was unclamped and no kinks in line. Checked with previous rns if medication bag was overfilled or was supposed to be stopped. Rns clarified that all of secondary medication bag should have completed."

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had back check valve issue was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the rn noticed the secondary medication bag still had approximately 150ml (the medication was 250ml), but the pump had beeped that it was done and was not running the secondary bag medication and was only running the primary line. The secondary line was unclamped and there were no kinks in the line. Checked with previous rns if the medication bag was overfilled or was supposed to be stopped. The rns clarified that all of the secondary medication bag should have completed. The customer stated that "there is no issue with the lvp" so they wouldn't be sending in the device for investigation. Per the biomed findings: -biomed received psls report for pcu (p113292) and channel ( p125608 ). - unfortunately, biomed only physically received the pump channel p125608 with no pcu and no lines so our investigation was limited. - based on the reported, this sounds potentially like a known back check valve issue with the secondary infusion line and not a pump issue. - biomed downloaded pump logs which matched with description of event. - biomed inspected pump and found no physical damage with the pump. Completed preventive maintenance on pump with no faults found, all tests passed. - biomed tried to recreate with secondary infusion to attempt to recreate the scenario, unable to replicate the issue. - suspected fault in bcv of line that was not sent to biomed. There was patient involvement but no harm.

Event description:
It was reported that the rn noticed the secondary medication bag still had approximately 150ml (the medication was 250ml), but the pump had beeped that it was done and was not running the secondary bag medication and was only running the primary line. The secondary line was unclamped and there were no kinks in the line. Checked with previous rns if the medication bag was overfilled or was supposed to be stopped. The rns clarified that all of the secondary medication bag should have completed. The customer stated that "there is no issue with the lvp" so they wouldn't be sending in the device for investigation. Per the biomed findings: -biomed received psls report for pcu (p113292) and channel ( p125608 ) - unfortunately, biomed only physically received the pump channel p125608 with no pcu and no lines so our investigation was limited. - based on the reported, this sounds potentially like a known back check valve issue with the secondary infusion line and not a pump issue (see email resources attached) - biomed downloaded pump logs which matched with description of event - biomed inspected pump and found no physical damage with the pump. Completed preventive maintenance on pump with no faults found, all tests passed - biomed tried to recreate with secondary infusion to attempt to recreate the scenario, unable to replicate the issue. - suspected fault in bcv of line that was not sent to biomed. There was patient involvement but no harm. Bd later received a health canada report that read as follows: "rn noticed secondary medication bag still had approx 150ml (medication was 250ml) but pump was had beeped that it was done and was not running secondary bag medication and was only running primary line. Secondary line was unclamped and no kinks in line. Checked with previous rns if medication bag was overfilled or was supposed to be stopped. Rns clarified that all of secondary medication bag should have completed.".

Manufacturer narrative:
Correction: PMA / 510(k)# additional information: manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had back check valve issue was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.